Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited a motor rate error while running. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom seal was broken, but the plunger seal was intact. The right plunger case was cracked, and the light shield was missing. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is attributed to a customer misaligned main board on top of the extrusion slot causing the sensor to not line up with the worm coupling facets. Repositioned the main board into the extrusion slot, performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h4: correction: device manufacture date: updated.

Manufacturer narrative:
Other text: b5: additional information received on 02-aug-2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.